Event description:
It was reported via repair work order that the bed had two broken casters resulting in reduced brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.